Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test, sleep current measurement, active current measurement and displacement test. Power connector plug in and locked in place properly. Adjusted the brightness option 1 to 5 and display adjusts accordingly. No button error alarm noted upon testing. No battery or power anomalies noted during testing. Device properly received bg readings from the contour next bg meter. No communication anomaly noted. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated insulin pump mot receiving glucose reading from screen and diminished battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.